Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for tubal sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2014, the patient experienced myalgia ("major muscle pain in legs, lower back and chest"), skin disorder ("marks on lower back") and loss of personal independence in daily activities ("disturbance of daily life"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, myalgia, skin disorder and loss of personal independence in daily activities outcome was unknown. The reporter considered loss of personal independence in daily activities, medical device removal, myalgia and skin disorder to be related to essure. The reporter commented: no information on the risk of nickel allergy was provided by the gynaecologist prior to placement of essure and no tests were requested. She has been subjected to consequences in her flesh and the psychological effects. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 22-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a (B)(6) year-old female patient who had essure (batch no. B11720) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2014, the patient experienced myalgia ("major muscle pain in legs, lower back and chest"), skin disorder ("marks on lower back") and loss of personal independence in daily activities ("disturbance of daily life"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, myalgia, skin disorder and loss of personal independence in daily activities outcome was unknown. The reporter considered loss of personal independence in daily activities, medical device removal, myalgia and skin disorder to be related to essure. The reporter commented: no information on the risk of nickel allergy was provided by the gynaecologist prior to placement of essure and no tests were requested. She has been subjected to consequences in her flesh and the psychological effects. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-sep-2017 the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 736 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.